Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump logs noted multiple motor stalls and recoveries. The pump motor stalled right before bct testing and never recovered. During destructive analysis, significant residue and shaft wear on the upper shaft of gear 2 was noted. In addition, some residue was noted on the jewel where the upper shaft of gear 2 inserted into the top bridge assembly. In conclusion, analysis revealed motor gear train anomalies including corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was reported that there was a critical motor stall alarm; the motor stall occurred on (B)(6) 2014 at 12:40, per pump logs. The stall never recovered. The pump was being used to deliver lioresal 500 ug/ml at 210 ug. The patient was hospitalized as a result of the event. The patient experienced underdose symptoms which were specified as increased spasticity of the body. Diagnostic testing or troubleshooting included reprogramming. The product issue was not resolved, nor was the cause of the issue determined. The pump was subsequently explanted and replaced. The patient was reported to be fine and the itb (intrathecal baclofen) therapy with the new pump was effective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.